Manufacturer narrative:
Event problem and evaluation codes: (B)(4).

Event description:
Pentax medical was made aware of a complaint on 10-dec-2019 regarding "right/ left angulation broken and up/ down angulation broke" involving pentax medical video gastroscope, model eg29-i10, serial number (B)(4) through the pentax medical customer service department. No other information was provided at the time of the report. The gastroscope was returned to pentax medical for evaluation on 16-dec-2019. The pentax medical service repair technician documented an accessory (check valve) was found stuck in the biopsy inlet t-piece on (B)(6) 2019. Other inspectional findings included: insertion tube bite marks, passed wet leak test, suction function low flow, passed dry leak test, up angulation decreased, down angulation decreased, left angulation decreased, right angulation decreased. Pentax medical sent good faith effort (gfe) email to the facility to gather additional information. The instructions for use (IFU) for reprocessing of pentax video gastroscopes instructs the user to detach the water jet check valve and reprocess separately from the colonoscope. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. Pentax medical video gastroscope, model eg29-i10, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on 30-sep-2015. The duodenoscope underwent repairs including the following components: o-rings and seals, bending rubber, angle wire, adjusting collar, insertion flexible tube assy, distal end assy with tubes, rl lock knob retaining nut cover. The gastroscope was repaired and returned to the customer on 15-jan-2020 under delivery order number 82109791.